Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and damaged receiver housing was observed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the u1 pcba was detached to download the receiver log and passed. The receiver log was reviewed and firmware errors were observed, but are not within the incident date. Found multiple receiver shutdown and power on issues, battery low at 100% battery level. This is occurring within the investigation window. Troubleshoot receiver and battery, no issue found with the receiver, but found defective battery. The reported event of initializing screen without manual restart was confirmed. A root cause determined to be a defective battery. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.